Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not booting up. The rse found that the system was making a beeping sound at the mdy section of the single board computer and found issue with cr2032 battery. The customer replaced the bios battery and reset system time. After replacement of bios battery and resetting system time, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the bios battery. The fse replaced the bios battery and returned the system to use in good working order. Philips has continue to investigation of the complaint.